Event description:
Bilateral open capsulotomies and bilateral replacement of hutchison implants with another brand. Left implant deflation. Unknown if initial use.

Event description:
Described event or problem: suspected deflation.